Event description:
The iab was inserted into the pt on 1/6/97 at 7:15 p.m. And removed on 1/7/97 at 7:30 a.m. The iab did not malfunction. The pt had a thrombosis, major ischemia, removal and surgery were required. (Event complications: thrombosis/major) ischemia/removal/surgery-rpt'd (pt's current status: discharged-rpt'd 10/17/97)